Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a mistake in the order in which the power of the combination device was turned on. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer was instructed to power off a connected system element one at a time and note the effects to isolate the problem to a single component. The customer later reported the components had not been powered up in the correct sequence and this had caused the monitor to display no image. The customer reports the issue was resolved with no further assistance needed from tac.

Event description:
The customer reported to olympus medical that the evis exera iii video system center did not relay a picture on the monitor. No patient injury reported. Additional details relating to the patient and the event have been requested but no response has been received at this time.